Event description:
It was reported that the pump exhibited a syringe flange not in place error or did not recognize. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in excellent condition. A review of the event history log identified check syringe flange sensor in the history. Functional testing was performed using the syringe test and check syringe flange sensor test and was unable to duplicate the problem. Unable to determine the intermittent of the error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced ear clip and ear clip spring for preventive and performed syringe test and all functional tests which passed.